Manufacturer narrative:
Concomitant medical products: 8253200: patient interface response 3.0, serial # (B)(4), lot # 205745800, manufactured date -mar/01/2012, 510(k) # k083124. The products nim mainframe (model # 8253001) and nim patient interface (model # 8253200) were returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the box connected to the probe is not working. There was no report of patient impact.

Manufacturer narrative:
Product ID: 8220325 - nim muting probe, lot and manufacturing date unknown. Date MFR. Rec: (B)(6) 2016. The nim mainframe (part # 8253002), nim patient interface (part # 8253200) and muting probe (part # 8220325) was returned for evaluation. Evaluation of the nim mainframe (part # 8253002) indicated that the device failed the common mode rejection test. The main pcb on the device failed. The device was repaired, tested to manufacturer product specifications and returned to the customer. Evaluation of patient interface (part # 8253200) found no fault with the device. Evaluation of the nim muting probe(part # 8220325) found a damaged ferrite and an o-ring missing. The device was damaged beyond repair. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.